Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
Brush head ¿slips¿ off of the electric toothbrush - oral-b [device breakage]; brush heads...too big for the metal pin - oral-b [device connection issue]. Case narrative: male consumer via e-mail stated that the oral-b toothbrush head was too big for the metal pin on the oral-b pro trizone toothbrush. The oral-b toothbrush head now slipped off of the oral-b electric toothbrush. No injury was reported. 11-nov-2024 case update: the suspect product lot was 92238516. No injury was reported.

Manufacturer narrative:
On 09-dec-2024: product investigation results: product return was received and identified as a non-genuine oral-b product; it was not manufactured under p&g control.

Event description:
Brush head ¿slips¿ off of the electric toothbrush - oral-b [device breakage]. Brush heads too big for the metal pin - oral-b [device connection issue]. Product counterfeit - oral-b [product counterfeit]. Case narrative: male consumer via e-mail stated that the oral-b toothbrush head was too big for the metal pin on the oral-b pro trizone toothbrush. The oral-b toothbrush head now slipped off of the oral-b electric toothbrush. No injury was reported. On 11-nov-2024: case update: the suspect product lot was 92238516. No injury was reported. On 09-dec-2024: product investigation results: the product involved was confirmed to be a counterfeit, so the product problem will be removed from the oral-b toothbrush head refill. No injury was reported.